Event description:
It was reported to philips that the azurion device would not x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the system does not emit x-ray. Reviewed log file shows ¿connection flatdetector - fd controller: auroralink error¿. Fse found broken optical fiber and replaced it. After replacement of the optical fiber, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.